Manufacturer narrative:
B5: philips received a complaint by the customer on the v60 indicating that there was an intermittent error message for, "blower temperature too high". The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer had called in to report that there was an intermittent error message for, "blower temperature too high". The issue was unable to be duplicated in biomed, but the error code was confirmed in the event logs. The rse advised the customer to replace the blower. The rse provided the customer with the part number of the blower to order and replace. The customer ordered, received, and replaced the blower assembly. The customer confirmed the reported issue was resolved after the replacement of the blower assembly. The customer replaced the blower assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the customer on the v60 indicating that there was an intermittent error message for, "blower temperature too high". It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer had called in to report that there was an intermittent error message for, "blower temperature too high". The issue was unable to be duplicated in biomed, but the error code was confirmed in the event logs. The rse advised the customer to replace the blower. The rse provided the customer with the part number of the blower to order and replace. The customer ordered, received, and replaced the blower assembly. The customer confirmed the reported issue was resolved after the replacement of the blower assembly. The customer replaced the blower assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.